Event description:
It was reported that the arctic gel pad cannot be used due to poor adhesion. Per follow up information received via mail on 30may2025, it was noted that the event occurrence as one, event occurrence date was may 29th, 2025. Rep will send the product to the bd-approved facility, issue resolved by replaced with a new product. Couldn't resolve it so, ICU staff exchanged it for a new one. No patient involvement. Sample tracking information they will send it.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. CAPA#: 9743815 has been opened for this failure. Refer to the CAPA for further action. Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel layer had peeled from the right chest pad surface with the liner. The returned photo also confirms this as it shows the hydrogel layer separated from the pad surface and adhered to the liner. Hydrogel was intact with pad and not separated on all other pads. No crushed dimples or signs of overlamination in the pads. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.